Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a defective display on the meter. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was provided.

Manufacturer narrative:
Report 3011393376-2017-05236-00 was filed in error. The complaint does not meet the manufacturer's current criteria for a reportable malfunction.